Event description:
A physician reported that during an intraocular lens (iol) implant procedure, after the iol was implanted into the patient's eye, a black thread-like foreign material was noted under a microscope. The foreign material was removed and the surgery was successfully completed by retaining the iol in the patient's eye. Additional information was requested, but no further information is available.

Manufacturer narrative:
The product was returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No iol returned for evaluation. P&l components along with opened pouch were returned in the carton, the opened peel pouch contains a piece of sellotape marked with what appears to be from a blue marker. There appears to be a colourless thread between the sellotape. The closed lens case is also in the pouch. The root cause for the reported foreign material could not be determined. Comparison of the clear fiber¿s generated ir spectra to a library of spectra found the best match to be cotton. Cotton is a commonly used material, including medical products. The origin of the material could not be determined. No cotton is used in production areas. The manufacturer internal reference number is: (B)(4).